Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported by the customer that they observed too much green color on the monitor.